Manufacturer narrative:
Evaluation summary: the device history record (DHR) showed the product was released per specifications. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. A posterior cassette and components were returned in a combined procedure pak, however, all components were confirmed to be 25+ gauge size. This discrepancy would not result in the customer's event. Further inquiry into the returned cassette has been made. The probe was examined and was found to be the correct build for the finished good lot. The root cause of the customer's complaint was the occluded drive line which was related to an error during the manufacturing process. This defect would have rendered the device inoperable and thus eliminate any risk to the patient.

Event description:
A nurse reported a dysfunction of a vitrectomy probe. The event was resolved. In surgeon's opinion the device caused or contributed to the event. Additional information has been requested but not received to date.

Manufacturer narrative:
A sample is in transit to the manufacturing site for investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).